Manufacturer narrative:
The unit was received with a high idle current problem isolated to the lcd board. There was no unexpected noise or sound during vibration alert. The unit had a minor scratched lcd window

Event description:
The customer called to report that the batteries were draining fast and the vibration "sounded weird". The customer's blood glucose reading was 170 mg/dl. The customer performed the self-test and it passed. The customer stated it sounded like something was loose inside the insulin pump. The customer was advised to revert to a backup plan and that the device would be replaced. The customer returned the product for failure analysis.